Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is getting proximal pressure sensor autozero failed error code message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised they have reseated the da (data acquisition) board and have not been able to duplicate the error code. The rse advised the customer to replace solenoid 3 and 4. The fse replaced solenoid 3 and 4 to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service.